Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (20 mg/ml, 1.65 mg/day) via an implantable infusion pump. The drug lot number, concomitant medications, were noted as unable to obtain. It was reported that an operation occurred on (B)(6) 2016 for a normal pump replacement, due to elective replacement indicator (eri). The physician reportedly could not aspirate the catheter; specifically "no cerebrospinal fluid" (csf). The physician did not want to flush the catheter, due to the medication in the catheter. Nor did he want to replace the catheter. Thus, only the pump was changed. Overnight, the patient experienced underdose symptoms and returned to the hospital, the following day. The physician could aspirate "liquor" from the site port and gave contrast media in the site port. With the x-ray, he could see the catheter including the tip and "recognize good". The rotor had moved, after programming a bolus the length of the catheter. After the bolus the patient felt better; specifically warmer body and no restless legs. The issue was reportedly resolved. The patient status at the time of the report was "alive - no injury". The hcp had no further information. Additional information was requested regarding the cause of the underdose symptoms and no csf, during surgery. Should additional information be received, a follow-up will be reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the company representative, indicating that the doctor thought the cause of the underdose symptoms, was that the catheter was plugged. After the side port "punction", the underdose symptoms were gone. The cause of the lack of csf, during surgery, was unknown; however it was noted that the catheter was 7 years old. None of the issues have reportedly returned; and at the moment, the patient was fine and the therapy was effective. No further information was provided.